Event description:
(B)(4). (B)(6) pd for device and dr promoted it as well. Said it was best thing for me. One of the coils went sideways while inserting, dr seemed to think it was ok. Then (B)(6) ran out. Didn't even pay for follow up to check placement of coils. Called dr's office major, major bleeding. Said that was normal . Pain lots of pain in abdomen, normal., dr said normal, vitamin d deficiency, hair loss, teeth deterioration, anemia, blood it's as big as my fist swimming in my bath water. Urinary tract infections all the time. Bladder infections, cyst, and fibroids removed. You still promote this product. Shame on ya'll!